Event description:
Pt was being turned by rn and extender and noticed ett had become unsecure and loose. Device was less than 48 hours of being used. Event caught in time, rt was able to save airway and re-taped. No harm to patient. FDA safety report ID# (B)(4).